Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m there was a crack and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing cracked at hub of volutrol. Leaking noted by rn, informed physician and clinical nurse educator. Verified that the tubing was cracked and needed to be replaced.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd alaris¿ lvp bur 20d low sorb smbore ss 0.2m there was a crack and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: IV tubing cracked at hub of volutrol. Leaking noted by rn, informed physician and clinical nurse educator. Verified that the tubing was cracked and needed to be replaced.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.